Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance of the right ventricular pacing lead was beyond the expected upper range and the pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that patient experienced palpitation/discomfort in the chest and loss of appetite. A right ventricular (rv) lead pacing failure due to lead fracture was reported. It was also reported that the rv lead exhibited high impedance with polarity switch to unipolar mode. The rv lead also exhibited high impedance in unipolar mode. The rv lead remained in use, settings re-programmed and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.